Event description:
A malfunction code labeled malf 24 was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. The customer had not yet set up the replacement pump, so they continued using the existing one. Technical support assisted the customer in setting up the replacement pump.